Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead fractured and had a gradual rise to high impedance over the past eighteen months. The lead remains in use and no patient complications have been reported as a result of this event.